Event description:
Customer reported that on an unspecified date/time, approximately one week prior to calling adc customer service on (B)(6) 2015, she began to experience "dizziness and weakness" but when she attempted to test using one of her four adc blood glucose meters she received an unspecified error message. It was further reported that because she could not get a reading she did not know how to treat her symptoms. Customer's friend gave her milk and crackers and then she self-presented to her healthcare provider's office. Customer was diagnosed with hypoglycemia and given juice to drink. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer ((B)(6)) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. This medical event is linked to four adc freedom lite meters. The other adc meters are being reported under separate mdrs. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing.